Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted for date of insertion reported as (B)(6) 2014 and date of removal is reported as (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure seemed to be outside the fallopian/ extend into the right and left cornu/ misplaced essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nabothian cyst, endometriotic cyst, parity (2 children), endometriosis externa and ovarian neoplasm. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain is 7-8 on a scale of 10 and intermittent."), endometriosis ("endometriosis/ bilateral ovarian endometriomas/ endometriotic cyst"), abnormal uterine bleeding ("abnormal uterine bleeding") and cervical cyst ("nabothian cysts") and was found to have ovarian neoplasm ("ovarian neoplasm/bilateral endometriomas") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, endometriosis and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, cervical cyst, embedded device, endometriosis, ovarian neoplasm, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted for date of insertion reported as (B)(6) 2014 and date of removal is reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: revealed bilateral 3 cm echogenic ovarian masses. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: medical record received : event medical device removal replace with essure seemed to be outside the fallopian/ extend into the right and left cornu/ misplaced essure, pelvic pain,endometriosis/ bilateral ovarian endometriomas, abnormal uterine bleeding, ovarian neoplasm, fibroid uterus, nabothian cysts, endometriotic cyst .reporter information, patient demographic detail, medical history, lab data removal date and surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure seemed to be outside the fallopian/ extend into the right and left cornu/ misplaced essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nabothian cyst, endometriotic cyst (previous surgery for removal of pelvic endometriosis), parity (2 children) and endometriosis externa. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain 7-8 on a scale of 10 and intermittent"), abnormal uterine bleeding ("abnormal uterine bleeding"), endometriosis ("endometriosis/ bilateral ovarian endometriomas/ endometriotic cyst") and cervical cyst ("nabothian cysts") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy, dx salpingo-oophorectomy, lt salpingectomy and ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abnormal uterine bleeding and endometriosis outcome was unknown. The reporter considered abnormal uterine bleeding, cervical cyst, embedded device, endometriosis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted for date of insertion reported as (B)(6) 2014 and date of removal is reported as (B)(6) 2014. Essure removal surgery uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2015: surgical report - final diagnoses: endometrium: proliferative; myometrium: adenomyosis, intramural leiomyomas (1.4 cm in greatest dimension) with central hyalinization; serosa: unremarkable; ovaries bilateral: endometriotic cysts, multiple cystic follicles; left fallopian tube: unremarkable; right fallopian tube: endometriosis, fibrous tubo-ovarian adhesion. Pathology test - on (B)(6) 2015: gross: within the lumen, at the proximal aspect of each fallopian tube, there are two metallic coiled sterilization devices which extend into the right and left cornu. Ultrasound pelvis - on (B)(6) 2015: bilateral 3 cm echogenic ovarian masses (endometriomas), each about 3-4 cm, as well as multiple fibroids uteri and misplaced essure in myometrium. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of product technical complaint (ptc). Upon internal review, event ovarian neoplasm was deleted due to specification (endometrioma). Essure insertion date added ((B)(6) 2014). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted for date of insertion reported as (B)(6) 2014 and date of removal is reported as (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.